Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a low battery. The blood glucose at the time of the incident was unknown. The customer stated that the battery goes from full bars to one bar and then he needs to change the battery. Troubleshooting was not performed because the customer declined. The device will not be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alarm due to completely broken reservoir tube lip.